Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were explanted due to device infection and (B)(6). The leads were not replaced and a leadless implantable pulse generator (ipg) was implanted. No further patient complications have been reported as a result of this event.